Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for broken holder with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed. In a review of the eclipse with pre-attached holder assembly process, a likely cause is that a jam occurred on the manufacturing line.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder arrived broken. No serious injury, no medical interventions.